Manufacturer narrative:
The investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that during an afib. Procedure, ablation did not stop when the stockert foot pedal was released. The lab staff had to press the stop button manually on the generator. The lab staff also mentioned that the foot pedal got stuck. No patient consequence was reported. This is MDR reportable as inadvertent ablation can lead to damage to intracardiac structures if the catheter tip is in contact with the heart wall or internal structures.

Manufacturer narrative:
This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4). It was reported that when the stockert foot pedal was released ablation did not stop, the lab staff had to press the stop button manually on the generator. The caller did not witness the event but was reported from lab staff. No service requested at the time of the call. No patient harm was reported. The customer will order a new foot pedal from hcs. The customer will order foot pedal through hcs. Defective foot pedal was sent for evaluation. It was reported that foot pedal does not work. Foot pedal stuck was not duplicated. A loose connection at the foot pedal plug was found; however, it was indicated that it was not possible that the foot pedal doesn¿t switch off the generator with the indicated of defective cable. If there is a loose connection, the foot pedal switch off the rf delivery instantly. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.